Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device's battery stopped working after three months. The battery reportedly showed a capacity of 96%. When disconnected from mains power, the device would switch off immediately, followed by an immediate alarm of the buzzer. With other batteries the device would work without any problems. No patient health consequences were reported.